Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply chain manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient was having a lower extremity angiogram via the left radial artery. At the end of the procedure the tr band was placed. While withdrawing the r2p destination slender, the sheath started to uncoil and became lodged in patient's radial artery. The patient needed to have an emergency cutdown to remove sheath. The dilator was in place for removal and the wire was used to remove sheath at the end of procedure. Additional information was received on 09jul2024: the patient was doing well; she went home later friday evening on 26jul2024. Additional information was received on 09aug2024: the pre-procedural condition of the patient was history of peripheral artery disease (pad) with known bypass. Initially they thought it was spasms, however after being completely anesthetized that did not help. They had to extend the cut down incision and dissect the radial artery to about 5-6cm proximal to the access point in order to release it from where it was stuck or hooked on the artery. The patient was doing well and went home that evening after a cut down and sheath removal. The estimated blood loss was less than 250cc. A 4mm balloon at the below knee (bk) pop anastomosis where the patient had a stenosis at her distal bypass.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide a correction to the date the additional information was received, previously it was inadvertently reported that the additional information was received on 09jul2024 when the correct date received was 29jul2024. Also to update section h3, and to provide the completed investigation results. One r2p sheath and dilator assembly was returned to terumo medical corporation for assessment. The sample was subject to visual analysis. The dilator is partially inserted into the sheath and cannot be removed. The sheath is fully separated, and the broken portion is 55.8cm long. The sheath is separated 74.2cm from the sheath hub. The sheath is stretched 10.7-25.4cm from the sheath hub. The sheath is flattened 53.9-64.1cm from the sheath hub. The sheath has kinks and uncoiling along the sheath. The complaint can be confirmed for sheath separation. The exact root cause cannot be determined. A meeting was held with the chief medical officer and determined the likely root cause is the sheath was withdrawn during resistance from a vessel spasm. Additionally, the user should have taken additional steps (sedation, vasodilation, warm compress) to alleviate the spasm before attempting removal of the sheath. The r2p IFU was reviewed, and it states: "caution: while inserting or withdrawing, if resistance is met, do not advance or withdraw the sheath until the cause of the resistance has been determined." Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 29jul2024: the patient was doing well; she went home later friday evening on (B)(6) 2024.